Event description:
It was reported that stent appeared longer than expected occurred. A 2.25x12mm promus element plus drug eluting stent was selected and advanced to treat the target lesion. The physician felt that the stent was too long for the lesion. When the device was removed and measured, it was found out that the stent was measured 16mm in length and not the labeled size 12mm in length. The procedure was completed with a 2.25mmx8mm promus element stent. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: no issues were noted with the crimped stent. The stent measured 12mm in length which meets the individual crimped stent length specification of 12mm +/- 1.5mm. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent appeared longer than expected occurred. A 2.25x12mm promus element¿ plus drug eluting stent was selected and advanced to treat the target lesion. The physician felt that the stent was too long for the lesion. When the device was removed and measured, it was found out that the stent was measured 16mm in length and not the labeled size 12mm in length. The procedure was completed with a 2.25mmx8mm promus element stent. No patient complications were reported and the patient¿s status was fine.